Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that an integrated circuit (ic) chip, designator u35, on the analog pcb assembly had no negative 10 volt output. As a result, a patient load could not be detected. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that a test patient load was not being detected by the device and that, as a result, the unit would not be able to charge and shock if it were necessary.